Event description:
Reporter indicated that a vns pt's home nurse stated that the pt's pulse rate was 35 bpm and that the pt was admitted to the hospital. The physician had not yet seen or evaluated the pt, but he reported that he does not believe the vns was the cause of the bradycardia, and the physician also stated that he is doubtful that the pt actually experienced bradycardia. Attempts for add'l info have been unsuccessful to date.